Event description:
It was reported that the customer had a missing battery compartment. The customer's blood glucose level was 151 mg/dl. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected low battery alarms noted. Also the insulin pump had a broken battery tube threads. The unit was received with loose flush drive support disk. Unit received with cracked case at reservoir tube, reservoir tube window and reservoir tube lip. The unit received with minor scratched display window.